Event description:
User called into emergency support program (esp) line to request support with clotted inner lumen occurred during intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line to request support with a clotted inner lumen. User stated that they tried to flush the lumen but was unscuccessful. User was unable to aspirate blood from the inner lumen. The esp personel had her cap the inner lumen and note to do not use. The esp personel I took her through the process of hooking up another invasive line to the balloon pump. User had no more questions. No harm or injury reported.